Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. Customer¿s blood glucose level was 280 mg/dl. Customer was in the hospital for a brain tumor and she was not testing her meter. Customer reported that they were able to clear the alarm but did not require rewind. Customer reported that the after a battery change the alarm occurred. Customer stated the insulin pump was stored or not in use for an extended period of time. Customer stated she already had a reservoir and set ready to be installed. The insulin pump will not be returned for analysis.